Manufacturer narrative:
A patient experiencing pocket site inflammation was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported that the patient was experiencing a pocket site inflammation. In turn, surgical intervention may take place at a later date to address the issue.